Manufacturer narrative:
(B)(4). D10: cat #: 51-111080 /tprlc 133 fp type1 bm ho 8.0 / lot #: 3487058. Cat #: 0129408 /competitor ceramic liner / lot #: 154929. Cat #: 0126450046 / competitor acetabular shell / lot #: 163915. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip procedure approximately seven and a half years post implantation due to instability. Competitor shell and liner were removed along with zimmer biomet head and stem. All the items were revised. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined however as per IFU it states under warnings 'do not use biomet ceramic modular heads with femoral stems or acetabular components offered by other manufacturers'. It is unknown if the off-label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.